Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 : device not yet received.

Event description:
The customer reported that the device 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2023 during a total laparoscopic hysterectomy procedure when it was reported ¿four incidents dealt with medium vcare and the handles all spun.¿ the procedure was completed with the same alternate device and there was a 5-minute delay in the procedure. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned, and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 5 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 94 complaints, regarding 113 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2023 during a total laparoscopic hysterectomy procedure when it was reported ¿four incidents dealt with medium vcare and the handles all spun.¿ the procedure was completed with the same alternate device and there was a 5-minute delay in the procedure. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.